Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), and specifications was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported the sheaths separated from the hub. Another device was used to complete the procedure with no harm to the patient. There was no unintended section of the device remaining in the patient and no additional procedures were necessary.